Event description:
The event/issue occurred on an unspecified date and involved a tego¿ connector. Because the non-return valve was coming out of its initial housing, the dialysis catheter could not function properly. This was generally associated with a suction problem during hdf (hemodiafiltration) post-dilution. To this date, the clinical consequences for the patient are additional stress caused by repetitive alarms. The disinfectant used was chlorhexidine, the product used in the circuit: lock solution heparin sodium 25000ui, the catheter used was a medcomp reference sst28se, the manufacturer of the blood line nikkiso, reference av18afb-hfp. The patient was connected to the device at the time of the incident. The device removed on (B)(6) 2025. There was no blood loss, there were no clinical consequences, the patient was stable, there was no delay in the treatment, there was no need for medical/surgical intervention for this incident.

Manufacturer narrative:
The complaint of separation on item d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint. Additional reporter: (B)(6).